Event description:
The customer reported that segment a is having communication loss (comm loss) issues and some tiles on the central nurse's station (cns) will go black without displaying comm loss.

Manufacturer narrative:
Details of complaint: the customer reported that segment a is having communication loss (comm loss) issues and some tiles on the central nurse's station (cns) will go black without displaying comm loss. Biomed moved the network cable that connects segment a allied telesyn switch from port 11 to 9 and then moved it to port 7 then to port 8 and then back to 11. Each time the cable was moved they saw a blinking orange light for about 15 seconds and then the port would go dark. The customer also replaced the network cable; however, the issue remained. The customer requested for the nk network team in to see the switch. There was no patient injury reported. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device it's monitoring has been lost. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Based on the available information, a definitive root cause could not be identified. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 02/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 02/08/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 02/10/2023 emailed the customer via microsoft outlook for device information: no reply was received. The following fields are not available (n/a) to this report: h4 manufacturing date. Manufacturer references (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that segment a is having communication loss (comm loss) issues and some tiles on the central nurse's station (cns) will go black without displaying comm loss. Biomed moved the network cable that connects segment a allied telesyn switch from port 11 to 9 and then moved it to port 7 then to port 8 and then back to 11. Each time the cable was moved they saw a blinking orange light for about 15 seconds and then the port would go dark. The customer also replaced the network cable; however, the issue remained. The customer requested for the nk network team in to see the switch. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that segment a is having communication loss (comm loss) issues and some tiles on the central nurse's station (cns) will go black without displaying comm loss.